Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8709sc, serial # (B)(4), explanted on: unknown. (B)(4).

Event description:
Additional information received confirmed that the event did not appear to be pump related and the cause was unknown. It was indicated that the patient had a (head) computed tomography (CT) scan that was within normal limits (wnl). There was a catheter dye study and pump rotor study done on (B)(6) 2012 after the seizure was normal and both studies were wnl's. It was indicated that the symptom associated with the event was grand-mal seizure; "with no recent status post fill or reprogram". It was reported that the grand-mal seizure was not related "status post". The patient was hospitalized and the patient's outcome was reported as recovered without sequelae.

Event description:
In (B)(6) the health care provider (hcp) reported a severe seizure that occurred (B)(6) 2012. The patient had a refill on (B)(6) 2012. The hcp indicated that they did not see any issues in the logs. A roller study was performed and showed the pump working properly. Hcp planned to have the drug tested. The hcp indicated that the patient would have been getting the drug long before the seizure occurred and didn't believe it was pump related. The patient was doing 'great' now. The pump delivered baclofen (compounded), dilaudid (hydromorphone). Additional information has been requested; a follow-up report will be sent if information becomes available.